Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced multiple syncopal episodes and called emergency medical services. When the service personnel were at the patient's home, the patient experienced syncope and the electrocardiograms showed a bradycardia rhythm with intermittent pacing inhibition. The patient presented in the clinic for follow-up, upon interrogation the pulse generator exhibited diagnostics anomaly. Auto capture trend showed intermittent output, the physician suspected that the auto capture did not detect loss of capture and so no backup pulse was sent. The device was reprogrammed to dddr mode with auto capture turned off and fixed output, resolving the issue. The patient's condition was stable post event.